Event description:
Clinical trial. Same case as MFR# 6000089-2007-00325, 6000093-2007-00458, -00459. It was reported that post index procedure, the pt had a myocardial infarction (mi) and target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion one was a de novo lesion in the distal right coronary artery (rca). The lesion was 3.0 mm wide, 28 mm long, and 100% stenosed. The physician direct stented the lesion with 2 overlapping taxus express2 stents; a 3.0 x 20 mm stent and a 3.5 x 12 mm stent. Residual stenosis was 0%. Target lesion 2 was a de novo lesion in the prox rca. The lesion was 3.5 mm wide, 24 mm long, and 70% stenosed. The physician direct stented the lesion with a 3.5 x 24 mm taxus express2 stent. Residual stenosis was 0%. The pt received a gpiib/iiia inhibitor, aspirin and plavix during the procedure. The pt was discharged one day later on aspirin and plavix. Seventeen days later, the pt returned for a staged procedure. The procedure treated a de novo lesion in the mid left anterior descending (lad) artery. The lesion was 3.0 mm wide, 14 mm long, and 80% stenosed. The physician direct stented the lesion with a 3.0 x 16 mm taxus express2 stent. Post dilatation stenosis was 0%. The pt was discharged one day later. Four hundred twenty eight days later, the pt had a non q wave mi. Enzymes were elevated. Five days later, the pt had a tvr. Coronary artery bypass grafting was performed on the mid lad due to proximal edge in-stent restenosis. The events were considered resolved 5 days post tvr. In the opinion of the physician, there was a probable relationship between the mi/tvr and the taxus stent. The mi also had a probable relationship to the target vessel.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch # 7011164 found that the device met its material, assembly and product specifications, at the time of release to distribution.